Manufacturer narrative:
Initial reporter phone# (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the np needles had been curved and bent. Blood leakage occurred." 5 occurrences were reported but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the indicated failure modes for pierced sleeve/bent non-patient needle with the incident lot were observed. Additionally, further evaluation was performed on the samples and the length of the non-patient needle did not meet required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for pierced sleeve/bent non-patient needle with the incident lot were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leakage occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter. "The np needles had been curved and bent. Blood leakage occurred." 5 occurrences were reported but the date/time and or patient information is unknown.